Manufacturer narrative:
The reported event of noise was confirmed. As received, the distal end of a partial lead was returned in one piece. Visual examination of the lead found external insulation abrasion breaching the outer insulation exposing the outer coil at the middle region of the lead. The cause of the reported event and external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
Related manufacturing reference number: 2017865-2021-32340. It was reported that the patient presented for in clinic follow up with the known history of inappropriate automatic mode switch and high ventricular episodes. The episodes were caused by over-sensed noise exhibited by both the right atrial and ventricular leads. The leads were explanted and replaced. The patient was in stable condition.